Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek advantage system: 589 mg/dl and 108 mg/dl; 589 mg/dl and 126 mg/dl; 108 mg/dl and 471 mg/dl; 471 mg/dl and 126 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the results. No adverse event reported. New system stent and return requested.